Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported receiving information from an end user regarding an issue with an 8f low profile titanium vortex port detached bioflo catheter filled sh valved introducer. It was reported that a patient experienced severe right chest pain during a chemotherapy treatment. Upon examination, there was erythematous skin over the upper chest and distal neck, prompting a check of the catheter. It was discovered, during the catheter check, that fluid was leaking from the port reservoir into the subcutaneous tissue. The contrast was tracking along the subcutaneous track, from the neck to the venotomy site. Ultimately, the patient had the port removed and replaced.